Event description:
The customer reported that during a total abdominal hysterectomy, the jaws could not be re-opened while applied to tissue. The instrument was removed manually with no tissue damage or pt injury. The device was returned for eval with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.